Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform displacement test and verify prime anomaly, blank display during priming due to motor error alarm. The pump had scratched display window, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a prime/fill anomaly and motor error from the insulin pump. The customer's blood glucose reading was 125 mg/dl. The customer stated that there are no numbers on the screen during prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that the pump was not exposed to high magnetic field. Customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.